Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the reverse button of the compact air drive device was stuck and there was no way to release it. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device would not reverse because the reverse locking mechanism was blocked. It was further determined that the device had a sticky trigger, insufficient/low power, vibration - untrue running, component damage, and an air leak. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger, check air hose coupling, check forward and reverse mode function, check for noticeable untrue running, check the power with power test bench, check starting behavior and check for air leak. Therefore, the reported condition of the reverse button being stuck was confirmed. The assignable root cause was determined to be due to component failure from wear.